Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.